Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the spare lamp error was confirmed as the emergence lamp was aged. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the spare lamp gives an error alarm on the light source. The issue occurred during preparation for use in an unknown procedure. The facility finished the procedure with another similar device. No injury, delay or death reported to olympus patient was not under anesthesia. This report is being submitted for the event found during evaluation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that spare lamp error was due to deteriorated emergence lamp. Olympus will continue to monitor field performance for this device.